Event description:
It was reported that an in-box device was unable to be interrogated. A replacement device was instead used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter. Company rep.